Manufacturer narrative:
Approximate age of device ¿ 1 year (calculated from the date when the system controller was issued to the patient.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that on (B)(6) 2018, the patient instructed their spouse to change the system controller for an unspecified reason. When the spouse disconnected the driveline, the patient became unconscious. The spouse thought that the driveline was connected, but it was only half way in the system controller, and the system controller was in charge mode. When the paramedics arrived, they connected the driveline, and pump function resumed. The patient did not wake up after the event and care was withdrawn. The patient expired on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The manufacturer has investigated prior events with the process of changing from a primary system controller to the backup system controller in patients using the pocket system controller. These reports were addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-3/6/14-001-c) dated march 4, 2014, was sent to customers. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
No product was returned for evaluation. The reported event of an inability to complete a driveline connection during a system controller exchange was not able to be determined. No further information was provided. The manufacturer is closing the file on this event.